Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The hosp reported the pt was admitted because the infusion device "didn't give any insulin." No further info was provided. The infusion device was requested to be returned for eval.